Event description:
The following was alleged by the patient's attorney: (B)(6)2011: the patient underwent surgery for implant of an unspecified bard/davol composix mesh (device #1). (B)(6)2012: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. (B)(6)2012: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the composix mesh (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2011 - patient was diagnosed with multiple incisional hernia thereby underwent open repair with the implant of composix mesh (device #1). Per operative notes, ¿multiple incisional hernia fascial defects were noted. The omentum was dissected. The hernia sacs were identified and freed up the bowel and omental adhesions from the abdominal wall. A composix mesh (device #1) was placed and sutured.¿ (B)(6)2012 - patient was diagnosed with abdominal pain, recurrent incarcerated incisional hernia thereby underwent open repair with the partial removal of composix mesh (device #1) and implant of ventrio st mesh (device #2). Per operative notes, ¿the hernia sac had some bowel loops, serous fluid. The bowel loops were densely stuck to the old mesh was dissected off. The undersurface of the mass had some fibrous tissue. A part of the old mesh (device #1) was debrided, and adhesions were lysed. The defect was repaired by using a ventrio st mesh (device #2), which had an under coating of seprafilm and secured with sutures.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries. It was also alleged that the patient underwent dissection of bowel loops off of the old mesh. It was a synthetic mesh; the bowel loops were densely stuck. These were painstakingly dissected off the undersurface of the old mesh and from the surrounding fascial edges.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix mesh (device #1) used to treat the patient. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio st device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 5 months post implant of composix mesh, patient was diagnosed with hernia recurrence, adhesions, fibrosis and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix mesh (device #1) used to treat the patient. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio st device. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix mesh (device #1). On (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. On (B)(6) 2012: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the composix mesh (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."